Event description:
The customer ran a blood glucose test on the contour next link because he was feeling weak, light headed and dizzy. The reading was 400mg/dl. He retested on a different meter and the reading was 39mg/dl. He drank some orange juice and felt better. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer. The strip information was not provided by the customer.

Manufacturer narrative:
The returned reagent gave an average of 171mg/dl high out of spec with blood. Retention reagent gave satisfactory performance. The strip information was not provided in the initial report.